Manufacturer narrative:
Preliminary analysis was conducted based on the reported information and a review of the device history record. The product manufacturing and packaging history records were reviewed and did not any anomaly. The neuro balloon catheter was marketed in june 1995. Over 9000 products have been sold worldwide since january 1997. A review of the complaint data indicates, three similar complaints have been reported to date (two cases of tear, one case of unglued balloon) without clinical consequences. Investigations of these reported incidents concluded damage of the product occurred during manipulation. In the package insert the following is noted: under the warning section; over-inflation should not be attempted as it may damage the balloon; another technique should be used. In the precaution section; these balloon catheters are extremely delicate instruments: extra care must be taken in their handling and use. Even though each product is inspected and tested to assure integrity during manufacture, a pin hole or leak may still occassionally develope during use due to the special construction of the device. Prior to use, inspect the balloon catheter by gently inflating with 1ml (1cc) of air and examine to verify balloon integrity and shape. If the balloon still does not maintain inflation during a procedure, remove it from the surgical site as indicated in step 15 of the instructions for use and replace it with a new balloon catheter. In the complications section; risk of incident such as balloon rupture may potentially occur during procedure. This risk is minimized when following the instructions for use.

Event description:
Incident information was received from vigilance correspondent reporting during surgical procedure the balloon exploded. Subsequently, non-sterile air entered the ventricular system. No clinical consequences were observed with the patient. A follow up phone call to the reporting person from the hospital indicated the surgeon is familiar with device and has used the device in the past. The placement procedure of the cannula and endoscope is conducted as usual. The balloon was inflated for the first time ("pleine charge" meaning full inflation, with the provided syringe) without incident. The device was placed in the patient and the balloon was lightly inflated without incident. The second attempted to inflate the balloon at a higher volume, revealed bubbles at the distal level of the balloon. The device is expected to be returned for evaluation.